Event description:
The facility reported a flo-gard infusion pump with a malfunction of "puertas rota (doors broken)." It is unknown when this condition occurred, however it was known to have occurred in the general patient ward. This had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "door".

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with broken doors was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door. Appropriate action was taken to correct the reported problem by replacing the pumphead door. Should additional information be received, a follow-up medwatch will be submitted.